Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned and analyzed. Analysis results revealed the lead was stretched in a manner that buckled the inner tubing and prevented the helix from functioning properly. Blood/body fluid was present on all conductors, and in/on the helix mechanism. Visual analysis revealed the distal conductor was distorted, the proximal conductor was stretched, the inner and outer insulation were kinked/buckled, and the outer insulation was breached cut. Apparent explant damaged was also noted. Corrected: (death not applicable and hospitalization indicated).

Event description:
It was reported that the atrial lead dislodged and after visual inspection, it was suspected that the helix mechanism of the lead was broken. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.